Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There was no damage noted to the bdc during the inspection prior to preparation which suggests a product quality issue did not contribute to the reported difficulty. Returned device analysis noted that the fractured faces of the hypotube were oval shaped which can indicate the hypotube was kinked and then separated. In this case, it is likely that the device was inadvertently mishandled during preparation, such that the bdc became kinked and upon further manipulation the bdc ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
It was reported that during preparation of the 3.0x12 mm nc trek balloon dilatation catheter (bdc), when swabbing the shaft of the device with saline, the device separated into 2 pieces. Preparation was performed per the instructions for use. There was no device use or patient involvement. A non-abbott balloon was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.